Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There were bending section cover scratches caused by external factors. The bending section cover adhesive was missing. Scratches were found on multiple location on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the bending section cover on the endoeye flex deflectable videoscope had scratches. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.